Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the robotics coordinator reported that universal surgical manipulator (usm3) unexpectedly floated during an instrument change. Additional details were unclear at the time of the call. The technical support engineer (tse) advised the customer to call if the issue reoccured to assist with troubleshooting. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the robotics coordinator who indicated that the system has been in use with no further or persistent issues after they were able to power cycle the system at the end of the day. The robotics coordinator confirmed that the sterile adapters and clip appliers instruments have been isolated. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.